Manufacturer narrative:
Literature citation: taher et al. Case report: contralateral psoas seroma after transpsoas lumbar interbody fusion with bone morphogenetic protein-2 implantation. The spine journal 2013: (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented with a 12-month history of low back pain and a 3-month history of severe right lower extremity pain. Apart from 4+/5 hip flexion and knee extension on the left, all major muscle groups showed 5/5 strength. Preoperative magnetic resonance imaging showed severe central spinal stenosis at l3-l4, l4-l5, mild central stenosis at l2-l3, and multilevel degenerative disc disease. Plain radiographs and computed tomography demonstrated a degenerative apex left convex scoliosis of 38 degrees between t12 and l4. Anterior lumbar interbody fusion was performed at l4-l5 and l5-s1 via a left retroperitoneal approach and using half a large package of rhbmp-2/acs as a bone graft substitute, equally divided among the two levels. At the l2-l3 and l3-l4 levels, llif was performed via a mini-open right-sided direct lateral transpsoas approach to the disc spaces. A polyether ether ketone cage was placed at l2-l3 and l3-l4 levels packed with bmp-2 and demineralized bone matrix. The cages were well seated, and biplanar flu oroscopic images showed satisfactory positioning of the implants without evidence of subsidence. A third-stage posterior procedure including l3-l4, l4-l5, and l5-s1 decompression and t12-s1 bilateral posterolateral fusion was performed using local bone obtained from the spinous processes and demineralized bone matrix. Somatosensory evoked potentials and spontaneous electromyography (emg) were monitored throughout the procedure and showed no deleterious changes. Intraoperative x-rays demonstrated satisfactory positioning of instrumentation. In the recovery room, the patient was stable and had no neurologic deficits on examination. In the immediate postoperative period, the patient developed paralytic ileus, prolonging her duration of hospitalization to 17 days. At 2 weeks postoperative, the patient developed mild left-sided 4+/5 lower extremity weakness. Per standard institutional protocol, a magnetic resonance imaging was obtained. It demonstrated a large (4.2x6.5x2.7 cm) fluid accumulation in the left psoas muscle (contralateral to the side of operative approach for the llif) around the l3-l4 level. Computed tomography guided aspiration of the intramuscular seroma was performed, and cultures obtained were negative. At a 7-week follow-up, the patient reported resolution of her preoperative symptoms of low back and leg pain but continued to show weakness of her left lower extremity. At the 6-month postoperative visit, a left-sided foot drop (4/5 left tibialis anterior) remained, and the patient complained of intermittent low back and left lower extremity pain as well as persisting constipation. Neurologic examination and emg confirmed new left l5 radiculopathy compared with the baseline preoperative examinations.